Event description:
It was reported that when using the bd pyxis¿ medstation¿ es power switch event (off) was received in the hardware abstraction layer, and the device kept turning off by itself. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation randomly shuts down and rebooted itself. A field service engineer replaced the power cord and power supply and also replaced the defective pyxis bus auxiliary slave cable and the station became fully operational with verification and then replaced the broken enhanced half height cubie drawers 5.1 and 5.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.